Manufacturer narrative:
Lot number: 5rs1011z and expiration date: may-2018.

Event description:
This case is cross referenced to case ids: (B)(4). (Cluster). This unsolicited device case from (B)(6) was received on 10-mar-2016 from a medical doctor. This case involves a (B)(6) female patient who received synvisc injection on (B)(6) 2016 and later on (B)(6) 2016 (2 days after receiving injection) experienced drug intolerance. Relevant information about medical history, past drugs, concomitant medications or concurrent conditions was not reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/ lot number: r14041 and expiration date: apr-2017; batch/ lot number: 5rs1011z and expiration date: may-2018) for gonarthrosis. It was reported that the patient did not receive synvisc injection previously. On (B)(6) 2016, (2 days after receiving first synvisc injection) the patient suffered from drug intolerance. It was reported that puncture of 60 ml was done, infection was excluded. Injection with steroid was performed. It was reported that patient experienced massive swelling of the knee and treatment with synvisc was stopped. It was reported that synovia diagnostic and bacteriology was done without findings. Also, reported that the orthopedist assessed the causal relationship as probable. Action taken: permanently discontinued. Corrective treatment: puncture 60 ml was performed; steroid. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention. Pharmacovigilance comment: (B)(4) company comment dated 15-mar-2016: this case concerns a patient who received treatment with synvisc injection and had device intolerance. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Manufacturer narrative:
Lot number: 5rs1011z and expiration date: may-2018.

Event description:
(B)(4). This unsolicited device case from (B)(6) was received on (B)(6)-2016 from a medical doctor. This case involves a (B)(6) years old female patient who received synvisc injection on (B)(6)-2016 and later on (B)(6)-2016 (2 days after receiving injection) experienced drug intolerance. Relevant information about medical history, past drugs, concomitant medications or concurrent conditions was not reported. On (B)(6)-2016, the patient received treatment with intra-articular synvisc injection (dose, frequency, batch/ lot number: r14041 and expiration date: apr- 2017; batch/ lot number: 5rsa011z and expiration date: may-2018) for gonarthrosis. It was reported that the patient did not receive synvisc injection previously. On (B)(6)-2016, (2 days after receiving first synvisc injection) the patient suffered from drug intolerance. It was reported that puncture of 60 ml was done, infection was excluded. Injection with steroid was performed. It was reported that patient experienced massive swelling of the knee and treatment with synvisc was stopped. It was reported that synovia diagnostic and bacteriology was done without findings. Also, reported that the orthopedist assessed the causal relationship as probable. Action taken: permanently discontinued. Corrective treatment: puncture 60 ml was performed; steroid. Outcome: not recovered/not resolved. (B)(4). The production and quality control documentation for lot # r14041 expiration date (04/2017) and lot # 5rsa011z expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # r14041 and lot # 5rsa011z no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4). Sanofi genzyme would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention. Follow up was received on 21-mar-2016. Global ptc number was added. The physician had used only two batches of synvisc (batch/ lot number: r14041and expiration date: apr-2017; batch/ lot number: 5rs1011z and expiration date: may-2018) while treatment but was not able to determine which batch had been used on the patient as it was not documented in patient's file. Additional information was received on 19-apr-2016. Ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 19-apr-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 15-mar-2016: this case concerns a patient who received treatment with synvisc injection and had device intolerance. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.